Event description:
This patient was implanted with the vocare bladder system in 2002. While still hospitalized during the patient's recovery from the implantation procedure, the patient experienced difficulty emptying using the vocare device and is believed to have a distended bladder. A foley catheter was inserted for 1 week prior to further attempt to use the device. While the patient was able to continue to use the device, the patient experiences high residual volumes. The patient has been advised by their clinician to temporarily discontinue use of the vocare and to use a urinary catheter to facilitate bladder recovery. A follow-up report will be submitted when the patient outcome is determined.